Manufacturer narrative:
(B)(4). Batch #: u95h58. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatic mass excision, when the surgeon took the blade out of the human body, he found the blade was a bit black. The blade tip broke when it was wiped with a gauze. After the blade was broken, another device was used to complete the surgery. There was no patient consequence reported. No additional information can be provided.